Event description:
It was reported that immediately after starting to use the product, the customer noticed the wing (a finger flange) got torn off from the syringe. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The photo provided confirmed that the needle and joint was disassembled. The root cause of the reported issue was found to be caused by the manufacturing of the supplier. A supplier corrective action report (scar) was submitted to the supplier for the same event and the supplier took preventive actions. The supplier was notified of the occurrence of this event. Sample was sent to the supplier and supplier confirmed that it was the same event. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.